Manufacturer narrative:
While it has been indicated that the sample will not be returned for evaluation, an investigation into this event is on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).

Event description:
As stated in voluntary medwatch #(B)(4): "(B)(4) were called regarding placement of PICC line in the patient. There were no contraindications regarding using his right upper extremity for access. The vein was identified prior to the start of the procedure using ultrasound and it looked appropriate for placement. Patient was prepped in sterile fashion and vein access was obtained via ultrasound. There was good blood flow established. The guidewire was then inserted through the needle and was advanced approximately 10cm past the needle when resistance was encountered. The guidewire was pulled back with no difficulty. The needle remained in the vein and there continued to be good blood flow. The angle of the needle was then readjusted, and good blood flow remained. The guidewire was then reinserted. Again there was great resistance present with advancement at approximately 10cm past the needle. The guidewire was attempted to be pulled back, however great resistance was encountered. The needle was pulled away from the arm. The guidewire remained in the arm and several attempts were made to remove it, again with great resistance. Eventually the guidewire started to come out of the arm, however it was observed that the guidewire became unraveled, splitting in two with the short end coming out of the arm and a longer, very pliable end still remaining within the arm. Eventually the longer end was also removed. There was minimal bleeding at the site that was controlled with manual pressure. No hematoma was observed. A chest and right upper extremity x-ray was taken to ensure that no guidewire particles were left in the arm. Spoke with the radiologist who confirmed the presence of a very small radiopaque particle (approximately 10mm) within the soft tissue of the upper arm. The exact location unknown. Radiologist also suggested an upper extremity ultrasound be ordered to confirm exact location of the particle. Spoke with the intensivist on call who suggested that more x-rays be taken at varying angles to confirm that the particle did not move." (B)(4).

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "guidewire fractured." No adverse trend was identified. It cannot be determined if the guidewire was used in accordance with its labeling since no sample was returned for evaluation. The use of the guidewire during the procedure may have contributed to this event. The directions for use (dfu) supplied to the customer with the PICC device states fragmentation and embolism as potential complications/adverse events. The dfu also contains a warning that states: "if guidewire must be withdrawn, remove the needle and guidewire as a single unit." The guidewire accessory is supplied to angiodynamics by the supplier (B)(4). They were notified of the event via a supplier corrective action request (scar). Neometrics was unable to determine the cause of the fractured guidewire as no device was returned for evaluation. They did perform a device history review for the lot number supplied, and no discrepancies were noted. (B)(4).